Event description:
Received report of pt death from the clark county coroner. Autopsy results report the cause of death to be hydromorphone toxicity. The device was explanted at the time of the autopsy and returned to the MFR for analysis. Numerous attempts to contact the hcp have been made to obtain further info. A follow up report will be sent when additional info is received.